Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no defect was noted. A technical support specialist ran a server downtime query to locate the carefusion coordination engine (cce) and confirmed that successfully processed messages were recorded, with no disconnected flag found. A query was also run to check the last received messages. On pes, patient details displayed as admitted temporarily. The customer was advised to check with cpsi_adt to confirm if there were any issues from their end. In parallel, cce was checked with customer to confirm status. No services were down, no disconnection issues were identified, and no recent messages were stuck for cce. Customer restarted the cce service, verified the message was current. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that orders were not crossing over to one specific pyxis machine. The issue affected multiple orders; however, it was isolated to that single device only. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.